Manufacturer narrative:
(B)(4). Date sent: 11/06/2020. D4: batch # t5ej47. Device analysis: the analysis results found that the pph03 device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. Although there is no direct evidence of use error, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Additional information: a small of bleeding occurred from the unformed staples. The additional suture was performed to stop the bleeding. The patient recovered and was discharged from the hospital. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a hemorrhoidectomy, some staples on the other side of the hemorrhoid were not deployed, but no staple was left on the device or surgical field. After the firing, it was found that the donuts were not created although the hemorrhoid was cut properly. The device was used between the rectum and the anus. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient. No further information is available.